Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator(ins) for spinal pain. It was reported that the patient was seeing the thermometer icon on the ins one hour into recharge sessions, the patient also reported that the pocket site will feel hot when this occurs. The patient was charging under clothing using the belt in with ins in the hip area in a recliner. The patient would usually get 2 coupling bars but while they were in the clinic they were able to get 6 coupling bars. A different recharger was used in the clinic for a bit and no thermometer icon was seen. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.